Event description:
It was reported that approximately one month post implant, the right atrial (ra) lead exhibited high impedances at follow-up. A x-ray was performed and confirmed the lead had dislodged from its original placement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.